Manufacturer narrative:
The reported issue was inconclusive. The root cause for the reported event could not be determined. Patient temperature (pt) rectal 35.7c axillary 36.3c skin probe 35c. Noted rectal was a true core temperature which is what is recommended for managing therapy. Rectal probe placed 5cm. No concerns of stool impaction. Verified temperature in cable in secure with probe and arctic sun device at pt 1 port. Had them flex temperature in cable and no patient temperature (pt) fluctuations noted. Suggested continue to monitor. If patient temperature (pt) decreases and water temperature (wt) does not increase, then call back for additional assistance. Confirmed they were not using radiant warmer at this time but discussed that as an option as long as it was not contraindicated in their protocol. Encouraged to call back with any questions or concerns. Sn (B)(6). A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. The instructions-for-use were reviewed and found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated that they just replaced the patient's rectal probe and they have dropped from 36c to 35.7c. Patient temperature (pt) rectal 35.7c axillary 36.3c skin probe 35c. Noted rectal was a true core temperature which is what is recommended for managing therapy. Rectal probe placed 5cm. No concerns of stool impaction. Verified temperature in cable in secure with probe and arctic sun device at pt 1 port. Had them flex temperature in cable and no patient temperature (pt) fluctuations noted. Suggested continue to monitor. If patient temperature (pt) decreases and water temperature (wt) does not increase, then call back for additional assistance. Confirmed they were not using radiant warmer at this time but discussed that as an option as long as it was not contraindicated in their protocol. Encouraged to call back with any questions or concerns. Sn (B)(6).

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated that they just replaced the patient's rectal probe and they have dropped from 36c to 35.7c. Patient temperature (pt) rectal 35.7c axillary 36.3c skin probe 35c. Noted rectal was a true core temperature which is what is recommended for managing therapy. Rectal probe placed 5cm. No concerns of stool impaction. Verified temperature in cable in secure with probe and arctic sun device at pt 1 port. Had them flex temperature in cable and no patient temperature (pt) fluctuations noted. Suggested continue to monitor. If patient temperature (pt) decreases and water temperature (wt) does not increase, then call back for additional assistance. Confirmed they were not using radiant warmer at this time but discussed that as an option as long as it was not contraindicated in their protocol. Encouraged to call back with any questions or concerns. Sn (B)(6).